Manufacturer narrative:
CAPA remediation.

Event description:
Postoperative cellulitis around the submandibular incision, which developed after the subject picked off the surgical dressing. Fully resolved after administering oral medications.